Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose of 571 mg/dl: cause was a kinked infusion set cannula. In an attempt to resolve the issue, the customer delivered multiple boluses. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous insulin drip and fluids and was released from the hospital on (B)(6) 2019. Reportedly, the event did not cause any injury. Customer declined to provide any additional information including infusion set brand.